Event description:
A fire originated in a back bedroom of an apartment. The pt involved was found unconscious in her apartment and died later the same day. A newlife intensity 10 oxygen concentrator was found in the pt's bedroom. The pt involved used the oxygen concentrator on a regular basis and had been using it the morning of the fire.

Manufacturer narrative:
Examination of fire scene is scheduled for (B)(6) 2013. A follow-up report will be submitted.